Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb), also installed the latest revision software. The device passed extended self-test (est), short self-test (sst), and performance verification test (pvt).

Event description:
Covidien received info that an 840 ventilator graphical user interface (gui) display had red lines. The device was not being used on a pt when event occurred.